Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f :the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent catheter placement procedure using the glidepath hemodialysis catheter. Prior to the procedure, it was reported that the outer packaging of the catheter kit appeared normal upon inspection. However, upon opening the package, an abnormal kink was discovered in the catheter. Consequently, a new catheter kit was opened and used to complete the procedure. There was no patient contact.